Event description:
It was reported by the customer that a pyxis anesthesia system (pas) drawer 2.2 was failed during a case. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed during a case. A field service engineer ran tests and could not duplicate the issues reported. The system functioned as intended after field service engineer troubleshooted the device.